Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Reportedly the issue resolved and customer successfully loaded the existing cartridge with the original needle. Customer¿s blood glucose was 141 mg/dl.